Event description:
It was reported that the implanted product turned off automatically approximately in the month following the implant. It was indicated the patient wasn't close to the magnetic field. The patient went to the hospital to turn on the product and the product had not turned off since.

Manufacturer narrative:
(B)(4).